Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation, a metriq irrigation tubing set as selected for use. Forceps were used during the priming stage of the set-up and it was reported that saline leak was observed at the location where forceps were used. The procedure was continued successfully by exchanging the tubing set. No patient complications were reported.